Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2013-05038. It was reported the patient had fallen. Since the fall, the patient has been unable to receive adequate coverage. Reprogramming was unsuccessful. X-rays revealed both of the patient's leads have migrated. The patient will meet with an sjm representative again for reprogramming.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.